Event description:
It was reported to philips that the heartstart mrx device does not pass the operational test ¿ "co2 calibration pending" fails. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the co2 calibration fails. There was no reported patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. The quote expired and no work was performed. Based on the information available, the cause was not established. The reported problem was not confirmed. The rse provided a quote for diagnostic service. The quote expired and no work was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.